Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-02836. It was reported that the patient's l1 and s3 leads are show high impedances on 5-8 and 9-12 contacts. X-rays indicated the leads are fractured. In turn, the surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received wherein the leads was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.